Event description:
A talent thoracic stent graft sys was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. This pt was treated under the valor 1 trial. It was reported that the pt was found to have an endo leak and was treated with another MFR's stent graft. No add'l clinical sequelae were reported and the pt is fine. Please not that this model # tf4444c113t is not distributed in the united states.

Manufacturer narrative:
Results unk cause of endoleak, no films or operative reports were rec'd. Endoleak. Conclusion: unk cause of endoleak, no films or operative reports were rec'd. Required secondary intervention.